Event description:
"Subgl." 200cc surgitek gels for augmentation with "pex" 1989 pt c/o decreased size x yrs and bilateral softness without history of trauma until 6 wks ago when pt fell, striking left chest. Since then, pt c/o increased pain on left. In addition, the pt has developed systemic c/o's - these include arthralgias (positive am stiffness)/ myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, frequent uri's, fevers, drenching sweats of head and neck, headaches, visual probs, including conjuctivitis, dizziness, memory loss, dry mucus membranes, hair loss, oral sores, sun sens./cold sensation, shrtness of breath/chest pain, costochondritis, choking sensation, increased blood pressure, increased cholesterol, wgt gain, gi/gu disturb, and easy bruising. Pt is otherwise healthy.